Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The cause of the pulsing stimulation was that the stimulation was too high. The cause of the stimulation being very strong was that the level was too high. The patient spoke with the manufacturer representative (rep) and the issue was resolved. The cause of the inability to walk was determined to be that the stimulation was too high on the level. This was also resolved after talking with the rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that for the first few days after implant the therapy was not real bad, but now it was pulsing very strongly and the electrical impulses were very strong in the vagina to the point that the patient could hardly walk. Patient said that the symptoms were slowly getting worse. Patient mentioned that they had an appointment with their gynecologist today. During the call, the patient was able to connect to their settings to decrease the intensity. Patient services reviewed device education. Patient will maintain stimulation level and will continue to track symptoms. Patient services confirmed stimulation in bicycle seat area and comfortable and redirected them to their doctor if issue persists.